Event description:
It was reported to philips that the system's image processing computer was unable to boot and giving an alert indicating the x-ray was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of procedure. The customer continued by bringing in a c-arm system and completed the procedure. The philips field service engineer (fse) inspected the system onsite, reviewed the logfile and confirmed that the image processing computer was unable to boot. Upon functional testing, the fse found that the power supply in the ippc computer was faulty. The defective ippc was returned for analysis, and it confirmed power supply failure. To resolve the issue, the fse replaced the ippc computer and hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.